Manufacturer narrative:
(B)(4).

Event description:
It was reported during patient follow up the physician observed several episodes of inadequate modeswitch and t-wave oversensing. No consequences for the patient were reported.